Manufacturer narrative:
Correction: (d) UDI. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris gravity set had separated. The following information was provided by the initial reporter: pt was receiving carfilzomib infusion when rn noticed that there was leakage coming from the pump. Pt and spouse were isolated from the area and chemo spill kit was utilized. Pt denied feeling any drop of liquid on her spouse. Provider was notified; pt okay to go home. Upon cleaning the area, this rn inspected the primary tubing line which then disconnected from the clamp entirely.